Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: extruded/displaced essure coil') and uterine perforation ('migration of essure device locations of device: perforation of the uterus/ expulsion of essure device.migration of essure device location of device: sticking into the uterus cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included multiparous, hypertension and hyperthyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), levonorgestrel (mirena) and surgery (essure removal and essure removal, hysteroscopic removal of right essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and uterine perforation outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test discrepancy: plaintiff did not undergoes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: with contrast healthcare provider told that one of the essure coils had perforated the uterus which was the source of pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: pfs received: events: "vaginal hemorrhage", "menorrhagia", "expulsion of essure device" were added. Onset date of events: migration of essure device, abdominal pain, abnormal bleeding, dyspareunia were added. Outcome of events: abdominal pain, abnormal bleeding, menorrhagia, vaginal hemorrhage , dyspareunia, dysmenorrhea were updated. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: extruded/displaced essure coil') and uterine perforation ('migration of essure device locations of device: perforation of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2011. At the time of the report, the device dislocation, uterine perforation, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: with contrast healthcare provider told that one of the essure coils had perforated the uterus which was the source of pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet recived, patient demographic information, event dyspareunia (painful sexual intercourse), event outcome , lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: extruded/displaced essure coil') and uterine perforation ('migration of essure device locations of device: perforation of the uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, abdominal pain, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: case became incident. Event injury nos removed. New events (device migration, pelvic pain, abdominal pain, genital bleeding and dysmenorrhea and new reporter were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.